Manufacturer narrative:
The account has not completed repairs.

Event description:
The account's maintenance stated the head section runs up on its own. He took the control board and put it into another bed and the problem followed the circuit board.